Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.